Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted impedance measurements greater than 2,000 ohms with loss of capture. As the rv lead was suspected to be fractured, it was surgically abandoned. No adverse patient effects were reported.